Event description:
It was reported that customer received excessive no delivery alarms. Customer also reports to have received program alarm anomaly. Customer's blood glucose was 11.0 mmol/l. Customer was able to resolve no delivery with a complete set change. Customer called back due to receiving another no delivery alarm right after set change. Insulin pump would be replaced.

Manufacturer narrative:
Pump monitored for several days and no program alarm anomaly noted. However, pump alarmed no delivery during the displacement and excessive no delivery test due to faulty force sensor resistor. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.